Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in april 2010 and performed to specification, alongside random manual power ons, up to the 22nd february 2012. Later on this date the device failed a self-test due to a low battery. Multiple manual power ups under 1 minute duration were observed throughout the device memory up to the final history log entry on the 19th july 2015. The device performed to specification during testing at heartsine. Investigation was unable to replicate or find conclusive evidence of the reported fault. There were no ten minute time outs recorded, the multiple manual power ups may suggest the user was power cycling the device or the device was switching on automatically and the user was intervening to switch the device off. The device failed a self-test due to a low battery in february 2012, this may be due to the pad-pak not being properly seated within the device or a partially depleted unit may have been installed. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.